Manufacturer narrative:
A good faith effort (gfe) was made to confirm if the device produced sound or not and in response, it was confirmed that the device was soundless when it was on. A philips field service engineer (fse) went onsite to check on the reported issue. The fse informed that the speaker was completely silent otherwise with the ¿speaker malfunction¿ banner displayed on the screen. The fse replaced the iv2-stat main board (453564204431), which made the speaker come back to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was defective mainboard. The device was operational after repairs were completed. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue patient monitor mx800 had a speaker malfunction.the device was not in use on a patient at the time of the event.